Event description:
I started using invisalign aligners in (B)(6) 2007 and wore them for approximately three years. I have had many problems resulting from wearing them. I have experienced gum irritation, swelling and receding of the gums, broken and chipped teeth, and have had a crown break in half as a result of my teeth shifting and not hitting properly. I have had to have a root canal redone due to trauma caused by the tooth shifting and decay getting beneath the crown. My bite has become worse, instead of better, which has caused headaches. I am very unhappy with all this because I was never informed by my orthodontist that there were any possible side effects that could result from using invisalign aligners. Nor was I ever provided with informed consent. Invisalign does not have any possible side effects listed anywhere on the boxes, packaging, or brochures. If I would have known all the possible side effects in the beginning, I would have thought twice about going through with his lengthy and painful process. Date of use: (B)(6) 2007 - (B)(6) 2010.